Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum device leaked a drug solution. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received samples from the customer in support of this complaint. The first unit, the top body was observed to be broken inside the connector and was only being held together by the q-syte's septum. Severe breakage-stress was observed at the separation area. Examination of the remaining four units showed separation at the weld line of the q-syte with visible signs of breakage-stress. A device history record review found no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The q-syte neck separation from the body was most likely introduced by external forces. A definite cause that contributed to the separation of the q-syte¿s neck from the remainder of the body could not be determined. Prolonged contact with incompatible medications or cleaning solutions may have contributed to the damage. Findings: 6336638¿ this lot number was built on qfa line 4, from december 3, 2016 thru december 5, 2016. 6334750 ¿ this lot number was built on qfa line 3, from november 30, 2016 thru december 2, 2016. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Observations and testing: received a miscellaneous extension with a q-syte (full assembly) unit attached to one end and a bottom body (only) of a q-syte to the other end along with 2 top bodies and an additional bottom body: visual/microscopic examination: unit 1: the unit was extremely soiled with medicine residue, observed the top body of the q-syte broken up inside the connector and was only being held by the q-syte¿s septum. Severe breakage-stress was observed at the separation area. Unit 2: the bottom body of the q-syte assembly was separated at the weld line and had stayed within the connector, the unit was heavily soiled with medicine residue and breakage-stress signs were visible around the edge of the weld line. Unit 3: the top body of the q-syte unit had been broken at the weld joint and signs of stress were present. Medicine residue was observed and traces of the weld line were present. Unit 4: the bottom body of the q-syte unit had been broke at the weld joint and signs of stress and breakage was observed, the unit revealed some medicinal residue and traces of a weld line were evident. Unit 5: the top body of the q-syte unit had been broken at the weld joint and signs of stress were present. Some medicine residue was observed and traces of the weld line were present. Investigation samples(s) meet manufacturing specifications: no, the units received revealed separation (complete or partial) between the q-syte neck and the rest of the bodies. Conclusions: the units received revealed separation (complete or partial) between the q-syte neck and the rest of the body as well as severe breakage/stress at the separation area. Conclusion: the root cause is indeterminate. The q-syte neck separation from the body was most likely introduced by external forces. A definite cause that contributed to the separation of the q-syte¿s neck from the remainder of the body could not be determined. Prolonged contact with incompatible medications or cleaning solutions may have contributed to the damage. A definite cause cannot be assigned at this time. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.